Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient reported having 11-12 revisions in the last eight years which all started in 2011. No patient symptoms were reported and no further complications have been reported as a result of this event.